Event description:
The device broke apart at the nose bridge while pt was using it during sleep. The jagged edge about 2 inches diagonally created an immediate hazard to possible puncturing their eye. Pt called the company and their response was that they had never heard any complaints and that they would not do anything for pt or about the issue. Secondly, pt has a second mask that they substituted. It is the same profile lite mask from respironics. This week, pt noticed that the gel pad that rests on their forhead was leaking gel. Pt has complained to respironics via their website, but no answer has been forthcoming. Pt strongly suspects that this company falsely represents its product and that it is a dangerous medical device for treatment of sleep apnea. The device is available only by prescription. Pt feels the way this device is engineered is not safe. A pt, like reporter, could be severely injured if they roll over while sleeping and the device breaks into a shard as their's did.